Event description:
The lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter continued to prompt "apply blood" event after the sample had been applied to the test strip. The medical affairs specialist (mas) spoke with the pt on jan 21, 2009 and obtained the following info. The pt reported that the alleged issue began in late 2008. As a result of the issue, the pt stated that she continued to take her 2 pills of metformin (500mg) as usual. The following day, the pt claimed she developed symptoms of feeling shaky and having a dry mouth. The pt reported that she associated these symptoms with a low glucose and therefore took a glucose tablet and felt better afterwards. The pt did not recall making any changes to her diet or activity level as a result of the issue. At the time of troubleshooting, the customer care advocate confirmed that the pt was using the correct sample application technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that could be suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.